Event description:
During the first cryo application, it was discovered that the initial bolus of heparin had not been administered. Upon deflation of the balloon, ultrasound imaging showed thrombus on the balloon. The procedure was abandoned, and clot dissolving agent was given. Ultrasound showed reduction of thrombus and the balloon was withdrawn to the right atria. At last report the patient is neurologically intact postop.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.